Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during removal of the trial implant, the dura had been injured. The retractor was used as protection from the dura, but the retractor had been pushed away during the pulling back of the trial implant. For offtake, the trial implant, a slide-hammer was used for orthograde removal. The dura was closed successfully. It was also reported that the prolongation of surgery was less than 15 minutes. This report is 1 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.